Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the device unresponsive and illegible. The issue led to elevated blood glucose levels, registering as "high," though no specific glucose value was provided. The customer managed their high blood glucose with a manual correction injection and handled the temporary loss of function without third-party assistance. To resolve the situation, technical support replaced the pump, advising the customer to store the defective device properly before returning it. The replacement pump included updated software, and the customer was briefed on setting up the new device, including programming settings and connecting their continuous glucose monitor. The customer acknowledged and complied with all instructions provided by technical support. Customer reverted to an alternative method of insulin therapy.